Event description:
After removing the catheter from the packaging, the physician recognized that the tip was not straight. They steam-shaped the catheter straight and used it for treatment. It worked without any limitation. After treatment, the catheter was disposed of.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device evaluated by MFR: device disposed of.